Manufacturer narrative:
Correction: product, unique device identification (UDI) and associated fields updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative was able to replicate the reported issue with cranial application but the spine application booted down without issue. It was reported that rebooting the software resolved the issue. Representative confirmed that after exiting the spine software, the issue could not be replicated in cranial application. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the navigation system would get stuck unresponsive. It was reported that the site could enter the software without any issues however when exiting, the system would shut down and not boot up again. The system would remain on no input. System boots normally upon holding down the power button. There was no patient present at the time of the issue.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.